Event description:
During verification testing at the service center, the device did not alarm when the tubing was clamped distal to the device.

Manufacturer narrative:
Testing and investigation found the device did not alarm when the tubing was clamped distal to the device. This was due to a broken distal strain gauge. The cause of the broken distal strain gauge could not be determined. Event problem codes: the event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reported upon query by hospira personnel. (B)(4).